Event description:
It was reported that the patient had a low blood glucose level because the blood glucose meter could not be used. On the morning of the incident day, the patient had measured a blood glucose level of 134 mg/dl with her meter. Around 4:15-4:20 pm, she felt that her blood glucose was too low. She felt dizzy and tried to check her blood glucose, but the meter would not turn on. She asked her daughter to reset the meter for her, and her daughter tested her blood glucose with the meter, which was 74 mg/dl at 4:23 pm. Her daughter gave her some apple juice and a sandwich to take herself. However, she believes that she could not have gotten the juice or food due to her diabetic condition and could not reset the meter on her own or test her blood glucose on her own without assistance. She stated that she felt better half an hour after the treatment and did not test her blood glucose again until around 9.30pm the night before she went to bed. The value was in her normal range of about 120 mg/dl.